Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting a cardioverson on a female patient (age unknown), the first attempt at 150 joules failed to cardiovert the patient's heart rhythm. The second attempt at 200 joules resulted in ventricular fibrillation, followed by another attempt that was successful. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical netherlands and the customer's report was determined to be normal operation for the device. The configuration of the device was set where the user would need to reinitiate the sync feature following discharge. The investigation is being closed as device performed to specifications. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.